Event description:
In 2009. Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: date: 2009, inratio: 1.1, lab: 1.7. Date: 2009, 1st inr = 1.0. 2nd inr = 1.5.

Manufacturer narrative:
In 2009. Unable to perform retained strip test due to unknown strip lot number on the event details. Hence, no investigation possible without that info. No corrective action is required as no product deficiency was established. As of today, 2009, the meter / & strips are not expected to return.